Event description:
The customer reported that the leg extension was difficult to remove. This could result in an injury or fall due tot he addition exertion used while attempting to remove the extension. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension inserts were replaced during the service call. The system was tested and found to be working as intended and put back into service.